Event description:
It was reported that the pump does not functional. Upon further investigation, it was identified that the downstream occlusion (dso) sensor was not functioning properly. This malfunction makes the event reportable. There are no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
(B)(6). The suspect pump was returned for evaluation. The event history log (ehl) was reviewed, and no faulty were identified. A review of the 12-month service history confirmed that no service records were identified during this period. A visual inspection was performed; no anomalies and damage identified. The reported issue was confirmed; however, the probable cause was defective dso sensor. Downstream occlusion (dso) sensor was replaced to resolve the issue. Device submitted for functional and delivery tests after repair activities completed afterwards the device shall be returned to the customer once passing results for functional/delivery tests are confirmed.